Event description:
An end user called in and stated while removing his wafer, without adhesive remover, on the 5th day of wear his skin stripped off at the 12 o'clock position under the mass.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user was re-educated on the usage of stomahesive powder and crusting with barrier wipes over his injured skin. The end user was also re-educated on the appropriate method of removing wafers using adhesive remover, along with the washing using a suggestion of either ivory or dial soap to remove any adhesive remover prior to re-applying a new wafer. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.